Manufacturer narrative:
The customer returned the test strips. The returned test strips and vial showed no defects. The returned test strips were measured on a reference meter with a high-level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Testing results (qc range 2.4 - 3.0 inr): returned strips: qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable low inr result from coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2019 the meter result from a capillary blood sample was 2.3 inr. On (B)(6) 2019 the laboratory result from a venous blood sample was 4.0 inr. The customer stated that the meter and laboratory results were within 7 hours of each other. The customer's therapeutic range is 2.0 - 3.0 inr. When the questionable inr result was obtained, the customer was taking two clarithromycin 500 mg pills a day from (B)(6) 2019. From (B)(6) 2019 the customer was taking two amoxiclav 875mg/125mg pills a day. The customer was taken to the emergency room due to purulent bronchitis. While at the hospital the customer took cortisone containing cough drops for their bronchitis. The customer was released from the hospital on (B)(6) 2019 and is feeling better. Their inr at the time of release was 1.5 inr. There was no allegation that the device caused or contributed to an adverse event. The customer's test strips were requested for return.